Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up button requires two presses for a response on (B)(6), 2011. There was no evidence of product misuse. The patient refuses to return the pump since the up button is still functional. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, all the buttons were under responsive to user presses. The keypad cover was removed and there was contamination found around all the contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked above the grip pad. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.